Event description:
"At 0530, nurse noticed that the 500cc bag of normal saline that had been infusing into the pt's left radial arterial line was empty. A new 500cc bag had been hung at approx 2130 when the pt arrived from surgery to the cvicu because that 500cc bag of normal saline was empty also. The nurse then changed out the entire transducer tubing set. When tested later by the nursing staff, there was a steady drop of flow of fluid into the sink. A pressure bag was also in use. There was no apparent injury to the pt at the time of this incident and the pt was later discharged with no indication of injury. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." Upon further query the following info was provided: at an unspecified time prior to the pt being transferred to the cvicu, a nurse noted the saline bag attached to the transpac tubing, was empty. The empty saline bag was replaced with another saline bag. Upon the pt's arrival to the cvicu, a nurse noted the saline bag was empty. The transpac tubing set was disconnected and replaced with another set and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.